Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regards to a patient receiving intrathecal dilaudid (concentration unknown; dose 1.25mg/day) and bupivacaine (concentration and dose unknown) via an implantable infusion pump. Patient history included non-malignant pain and other chronic/intract pain (trunk/limbs). During a pump replacement for end of life (eol) on (B)(6) 2015, the hcp found corrosion at the connector site upon disconnection of the catheter from the pump. The hcp replaced the catheter connector. The issue was resolved at the time of the report. No patient symptoms were reported. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type catheter. Analysis of the pump revealed no anomaly. Analysis of the catheter revealed that the catheter/sutureless connector (sc) connector was damaged at explant; no significant anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.